Event description:
It is reported that a customer received low battery alarm on their insulin pump. The patient's blood glucose level was 98 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer mentioned there was a hospitalization for a bladder infection. The customer was given antibiotics. The customer's blood glucose was 200 mg/dl at the time of the hospitalization. The customer was wearing the pump during their hospital stay. The customer also reports physical damage in the form of cracks on the insulin pump. A replacement pump was shipped to the customer. The customer sent the pump back for analysis. No further information was provided.

Manufacturer narrative:
See svn (B)(4) for related documentation.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional tests could not be completed due to these alarms. All operating currents tested within the specified range. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners. Cracked and bleeding display glass was also noted.